Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the ER department does not audibly alarm. All lights appear when alarming. No reported missed alarms due to this issue. This issue did not affect cns monitoring. Every alarm was captured and vitals coming through like normal. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. The customer responded but did not provide any patient info. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. The customer responded but did not provide the additional device serial numbers. Bedside monitor(s): model: bsm-6301a, sn: ni. Bedside monitor(s): model: bsm-1753a, sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the ER department does not audibly alarm. All lights appear when alarming. No reported missed alarms due to this issue. This issue did not affect cns monitoring. Every alarm was captured and vitals coming through like normal. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) in the ER department did not audibly alarm. However, the alarm indicators were lit when alarming. Every alarm was captured and the vitals were coming through. No patient harm was reported. Investigation summary: the cns is equipped with a speaker, built into the main touch screen display. Audio is transmitted from the main unit to the speaker via an audio cable. The audio cable is plugged into the main touchscreen display. To ensure audio performance, it is important that users do not obstruct the speaker with objects placed in front it. Should the monitor placement and/or the main unit be relocated and adjusted, the audio cable should be checked to ensure the secure connection has not been compromised. Sound settings can also be adjusted. The information provided for this event was not conclusive in whether the user was sure the alarm did not sound, or the user could not hear the alarm. Since all other alarm functions, including visual alarm and screen message were working, it is presumed that the cns was working as intended. There is no indication that the cns had malfunctioned. The service history for this cns shows this is an isolated incident, with no recurrence history for this device.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the ER department did not audibly alarm. However, the alarm indicators were lit when alarming. Every alarm was captured and the vitals were coming through. No patient harm was reported.